Manufacturer narrative:
The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: multiple attempts and replacement of the detachment controller failed to detach the web. The web was removed. Attempting to detach it outside the body was also unsuccessful. Patient is normal. Additional information received: after the web sl8-4 was removed from the patient, the detachment controller was re-used, and the replacement of several controllers could not detach the web normally. Replaced with a new web, it was able to detach normally.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: multiple attempts and replacement of the detachment controller failed to detach the flow disruption device. The flow disruption device was removed. Attempting to detach it outside the body was also unsuccessful. Patient is normal.

Manufacturer narrative:
Video review: the customer shared a video demonstrating the web still attached to the delivery system advanced through the introducer while submerged in a bowl of water. Items returned for evaluation: delivery system (pusher), web implant, introducer, dispenser hoop. Items not returned for evaluation: microcatheter, controller. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications. However, the proximal connector was kinked at the brown lead wire joint, the clear liner was damaged, and the brown lead wire was broken at the proximal solder joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured and found to be out of specification. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil did not find stretched and did not show signs of activation using a detachment controller. The investigation of the returned web system found the proximal connector kinked at the brown lead wire joint, the clear liner damaged and the brown lead wire broken at the proximal solder joint, which is consistent with the alleged detachment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported: multiple attempts and replacement of the detachment controller failed to detach the web. The web was removed. Attempting to detach it outside the body was also unsuccessful. Patient is normal. Additional information received: after the web sl8-4 was removed from the patient, the detachment controller was re-used, and the replacement of several controllers could not detach the web normally. Replaced with a new web, it was able to detach normally.